Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was hospitalization due to diabetes ketoacidosis on unknown date. Customer also experienced a high blood glucose and the value was over 400 mg/dl range. Troubleshooting was performed. Customer had a symptoms like nausea, vomiting and treated their high blood glucose via insulin drip. Customer advised the auto mode feature was not active during the serious injury event. The insulin pump will not be returned for analysis.